Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection in the mastoid cavity and at the surgical incision. The patient underwent a 10-day course of systemic broad-spectrum antibiotic therapy in conjunction with local wound care. However, despite treatment, the infection did not resolve, leading to the decision to explant the device. Following explantation on (B)(6) 2025, and continued antibiotic therapy, the infection fully resolved, and the patient recovered well postoperatively.

Manufacturer narrative:
Device analysis report attached.